Event description:
It was reported that in the process of docking the patient cart to the patient, the surgical staff experienced system error code 31030. A technical support engineer (tse) attempted to troubleshoot the issue via telephone and had the site restart the system, however, the same error code recurred upon power up. The tse reviewed the system error logs and observed system error code 23034, indicating a stuck cannula port clutch switch on one of the system arms. The tse was able to confirm with the surgical staff that one of the system arms could not be clutched. The surgical staff powered down the system again, actuated the clutch switch of the affected instrument arm multiple times, however, the issue persisted upon power up. The patient was under anesthesia and the port incisions had been made when the surgeon made the decision to abort the planned surgical procedure and reschedule to a later date. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error codes 31030 and 23034 experienced by the site were associated with a patient side manipulator (psm). The psm is an instrument arm located on the surgical cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 31030 appears when the da vinci safety system determines that a subcomponent of the system did not successfully complete its startup process. System error code 23034 appears when the safety system determines that after a specified amount of time, a valid event has not been seen for one of the remote compute engine switches. Upon determining these conditions, the system records the fault and transitions to a safe state. The psm was returned for evaluation. Engineering was unable to replicate the reported issue, however, the cannula port clutch switch was replaced per the errors observed in the system logs. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.